Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. At this time, the cause of the observations is unknown. The rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the impedances had reached values of 130 ohms. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.